Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the pressure line hose of a medex¿ pressure injector line was torn from the luer screw connection. The event occurred immediately upon use of the product. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation without original packaging and after decontamination. Visual inspection found that the male luer lock was separated from the tubing and that there was no trace of bonding action with the bonding agent. The female luer was unable to be detached, as designed, due to the presence of the bonding agent. A review of the device history record did not identify any exceptions, nonconformities, or changes, or scrap. Functional testing involved pressure leak testing and high pressure testing and found that 8 unused devices of the same lot passed both tests. Based on the evidence, the root cause was attributed to a manufacturing issue; the most likely scenario was due to the operator omitting the application of the bonding agent.